Manufacturer narrative:
Concomitant medical products: baxter IV bag, therapy date: (B)(6) 2015. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a separation of IV tubing at the connection to the male luer while disconnecting from a PICC line with a non-carefusion needlefree connector. There is no report of leakage or patient harm.

Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
The customer¿s report that the IV tubing separated was not confirmed, however a hole was noted. During visual inspection of the set it was noted that the silicone segment had a small pin hole near the upper fitment. Visual examination under magnification showed no crush marks to the upper blue fitment. No separations to the male luer were observed. Functional testing and pressure testing confirmed a leak from the silicone tubing near the upper fitment. The cause of the leak was a pin hole in the silicone segment. The root cause of the pin hole was not identified.